Event description:
It was reported that damage occurred with bd plastipak¿ 20ml syringes luer slip. The following information was provided by the initial reporter, "*notivisa* syringes 20ml with plungers damaged."

Manufacturer narrative:
Investigation: the DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making an investigation impossible and unable to determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage occurred with bd plastipak¿ 20ml syringes luer slip. The following information was provided by the initial reporter, "*notivisa* syringes 20ml with plungers damaged."